Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that one day post implant of this implantable cardioverter defibrillator (ICD), inappropriate anti-tachycardia pacing (atp) and two inappropriate shocks were delivered due to atrial fibrillation (af) with rapid ventricular response (rvr). The caller stated the inappropriate therapy resulted from rhythm ID uncorrelated at twenty percent and inquired as to why it would be unmatched, but the non-sustained ventricular tachycardia (nsvt) was correlated at ninety percent. A boston scientific technical services consultant stated the correlation percentage is based on how the device sees the rhythm and it is not able to correctly identify vt from rvr. As such, onset/stability may be a better choice for a discriminator for this particular patient. Additionally, the consultant noted the event number v-330 and heart rates well exceed the 150 bpm monitor zone cut-off per histograms. The rate cut off was reprogrammed to 195bpm which the consultant agreed was a good option for this patient. Medical management for rates could also be considered. The device remains in service and no additional adverse patient effects were reported.